Event description:
Caller reported the patient was unable to change the insulin cartridge and infusion set due to an e4 (occlusion) error message. Caller stated due to this issue patient's blood glucose level went very high and he had to go to the hospital where he was admitted with a blood glucose level of 31.8 mmol/l. Caller reported patient measured his blood glucose levels because he felt ill and suddenly felt that his blood glucose levels were elevated; blood glucose reading was hi. Caller stated the pump did not display any error or alert messages, so patient thought the issue was at the infusion site or infusion set. Caller reported patient changed the infusion set needle a couple of times during this period; no success. Caller stated they contacted the hcp and an ambulance was sent. Caller reported in the ER at the hospital they confirmed patient had elevated blood glucose levels; no ketoacidosis. Caller stated patient was admitted until (B)(6) 2014. Caller reported patient's blood glucose levels during the whole time he was at home were hi. Caller stated that at the ER, lab tests were done and the patient's blood glucose level was at 31.8 mmol/l. Caller reported that patient previously had kidney issues and now his insulin requirements has resulted in him having higher blood glucose readings for a while; normally between 8-15 mmol/l. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).